Manufacturer narrative:
Complaint no: (B)(4). A bag disconnecting during therapy was reported and is a known cause of this alarm; however, the cause of the disconnection was unable to be determined with the available information. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill three of six of peritoneal dialysis therapy. During troubleshooting, the reporter indicated that a bag became disconnected during therapy. The technical service representative (tsr) had the patient close all of the clamps and cycle the power on the hc machine to clear the alarm. The tsr advised the patient to disconnect themselves and restart therapy using new supplies or manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.